Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted; and the motor was tested outside the device and passed. The insulin pump passed rewind, basic occlusion, occlusion test, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, reservoir tube, reservoir tube lip, battery tube threads and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.